Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered two shocks in separate episodes. Technical services (ts) reviewed the event data and noted that the therapy appeared to be a result of an atrial arrhythmia with rapid ventricular response (rvr). The findings were communicated to the physician. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered two shocks in separate episodes. Technical services (ts) reviewed the event data and noted that the therapy appeared to be a result of an atrial arrhythmia with rapid ventricular response (rvr). The findings were communicated to the physician. Information from the field indicated that no programming changes were made, however rate control medication changes were made. This device remains in service. No additional adverse patient effects were reported.